Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During icp monitoring procedure it was noted that the sensor was not accurate. The surgeon removed the sensor. There was no adverse event or extended surgery.

Manufacturer narrative:
(B)(4). Additional information: the sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the device found the catheter was received in a looped configuration, held with a suture. Multiple severly kinked or mashed areas were found along the catheter body. Adhesive tape was over the barcode label on the connector with "488" written on the tape. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported complaint. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.